Manufacturer narrative:
A correlation between the device and the reported increase in the patient's lactate dehydrogenase level and dark urine could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for increasing lactate dehydrogenase and dark urine. Data log files were submitted to the manufacturer where multiple pulsatility index (pi) events occurred throughout the log, 233 in total. The average pi ranged from 4 to 6.8 and the average flow ranged from 3.2 lpm to 6.8 lpm. The average power range was between 4.4 watts to 5.7 watts. Current set speed of the pump was 9200 rpm. No additional information was provided.